Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said their device was stolen and they got a new handset and communicator. Patient said they think they need to make some adjustments to their therapy. The patient stated that they had a return of symptoms and attributed it to eating from fast food and more sure for a couple of weeks, and they tried taking imodium. The patient said that they are trying to connect the device but says not connected. The patient is getting an error message that says device not responding and needs to reposition the communicator. Agent walked patient through how to connect to their implant and patient was able to successfully connect. Advised patient that they can also change the program of their therapy if they want to but they need to consult their doctor first. The patient mentioned that the implant under their skin moves and they have been able to move the implant for quite a while and their surgeon is aware of it. The patient stated they were getting ready to schedule a surgery to make the pocket smaller and adjust the implant into the wall but they had to suspend the surgery for now. The agent reviewed with the patient that it is not advisable for them to hold the implant and move it because it can pull strain on the lead wire.